Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: pump change out done (B)(6) 2012. Specific component(s) involved: pump drive unit malfunction. Additional text: all external equip. Sent to (B)(4). For obs. Pump sent after switchout. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller; replacement of pump; other. Interventions, specify; replacement of external battery. Other intervention : x-ray perc. Lead, no ext. Damage. New power cable and cont. Implant device type: lvad. Malfunction device type:.